Event description:
It was reported that the customer's insulin pump was using too much battery and was given too much insulin. The customer had maximum delivery alert and insulin delivery has stopped because of that. The customer believes that the insulin pump has given 30 units of insulin, but it can not be confirmed as nothing was in the log. The caller mentioned that the insulin pump has cracks in the bottom of the display screen and in the battery cap. No further information was provided.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Operating currents are within specification. No unexpected battery anomalies noted. Unable to prime insulin pump during prime test due to faulty force sensor resistor. Time and date were programmed correctly. No unexpected bolus delivery anomalies were noted. Safety feature max delivery functioning properly. No unexpected max delivery and battery tube threads. Insulin pump received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.